Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the rep that the pmw35 staples were sticking in the pmw35 staplers and would not release. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.